Event description:
Event description cpi received information that this endocardial lead was capped. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing a sensing problem. The physician elected to perform an invasive procedure to remove the lead and replace it with a new sensing lead.